Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that the filter hook was embedded in the vessel wall three months after filter placement. After one unsuccessful retrieval attempt another attempt was made with a gtrs-200-rb, but this was unsuccessful, too. The filter was retrieved using a 16fr sheath, but the secondary filter legs had become tangled and caused complications in removing the filter. The celect-pt filter was returned with the filter hook damaged and bent in a 90° angle and with the primary as well as the secondary filter legs damaged or out of shape; six of the secondary legs were twisted - one of them bending upwards touching the filter hook and the primary filter legs were slightly damaged or out of shape with one of the diagonal distances below the specified. No imaging was provided, but based on the information received the filter was successfully retrieved in the third attempt, since ¿the ball and hook was embedded into the vessel¿ and therefore, it is suggested, that the filter was exposed to manipulation beyond its intended design during one of the retrieval attempts. The filter hook may have been damaged during attempts to catch it and free it from the vessel wall as reported and following attempts to catch the bent hook caused the severe damage to the filter legs. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device under. PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter had been inside the patient for approx 3 months. A previous attempt for removal was unsuccessful as the ball and the hook were embedded into the vessel wall. The physician tried to retrieve the filter with the gtrs-200-rb alone originally but this was unsuccessful, even using the snare technique. The physician then upsized to a 16fr sheath. Once a venogram had been carried out it could be seen that some of the secondary legs had become tangled and this was also causing some complications removing the filter. Patient outcome: the patient did not experience any adverse effects due to this occurrence.